Event description:
It was reported that the atrial lead exhibited low lead impedance and intermittent under sensing. The device was reprogrammed. On the follow-up visit on (B)(6) 2013 the atrial lead tested normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.